Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. B2 pacing system repositioned.

Event description:
It was reported during routine follow-up that the patient had been experiencing soreness at the site of device implant while playing the fiddle. The device was explanted on (B)(6) 2012 and a new device was implanted on the opposite side.